Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient had difficulty recharging their implantable neurostimulator (ins). Specifically, it was reported that there was poor coupling (4 bars or less) when attempting to recharge and that it was taking too long to charge. The use of the antenna locate (al) feature did not resolve the coupling issue. The representative did not have access to another recharger to try charge the ins. It was noted by the representative that the ins was quite superficial and it was not believed it was "tilted" though it might be flipped (x-rays to be performed). Follow up information received on dec. 9, 2015 reported that the patient was to be referred to a neurosurgeon to schedule a revision of the ins battery (date unknown at the time of this report). Until then, the patient was to continue to charge their ins battery knowing they will only get 2 coupling boxes with the recharger. The indication for the implanted device was noted as non-malignant pain if additional information is received, a follow-up report will be sent.